Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, after having done the reduction with both instruments at the same time, at the end of the reduction process the distal part of the sleeve of the instrument broke off. Reportedly there was no prolongation of the surgery and the operation was completed as expected. The broken fragment was removed from the patient and discarded of. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates the returned product shows light wear on the handle and there are long lateral scratches on the inner sleeve. Magnum manufactured the threaded persuader ¿ for matrix. Due to an unknown cause, the end of the inner sleeve broke in two places and parted off. Due to how the part is manufactured, measurements near the broken area could not accurately be taken. The material of the inner sleeve was confirmed to be within specification. The parts all passed inspection at the time of manufacturing. A review of the device history record revealed there were no mrrs, ncrs, or other complaint related issues associated with this complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.